Event description:
It was reported that a pump kept alarming to "close door." It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and evaluation was performed. The evaluation confirmed and reproduced the reported close door message caused by cracked threaded insert bosses and raised threaded inserts causing separation between the front case and mechanism assembly. The front case assembly was replaced.